Event description:
(B)(4) clinical study. Same patient as MDR ID# 2134265-2012-06559. It was reported that during a coronary stenting treatment procedure, jailing occurred. In (B)(6) 2011, the subject was diagnosed with unstable angina (ccs class: unknown). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 95% stenosed de novo lesion located in the 1st right posterolateral segment (rpl). The lesion was 15 mm long with a reference vessel diameter of 2.50 mm and treated with pre-dilatation and placement of a 2.50 x 16 mm taxus liberte stent. The lesion was post-dilated with 0% residual stenosis. Target lesion #2 was a 95% stenosed de-novo lesion located in the 2nd diagonal. The lesion was 5 mm long with a reference vessel diameter of 2.50 mm and treated with direct stent placement using a 2.25 x 12 mm taxus liberte stent, with 0% residual stenosis. During the index procedure, post deployment of the 2.50 x 16 mm taxus liberte stent in 1st rpl, jailing of the continuation of the 2nd rpl was noted. This was treated with balloon angioplasty, using a 2.5 mm balloon, resulting in 0% residual stenosis with timi 3 flow. The following day, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).